Event description:
An engineering investigation was initiated on power supply printed circuit boards in production, in which the fuse holder's clips were installed 180 degrees out of proper orientation. The investigation determined that that if the fuse clips are installed improperly and the finished device is dropped, the fuse may be pushed out. The loss of the fuse would result in a failure of the device to power up. The anomaly was observed on five circuit boards prior to installation in production devices. An inspection of finished goods found no discrepencies and no field failures have been reported.